Manufacturer narrative:
This product remains implanted and in service and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited an out-of-range atrial intrinsic amplitude. Technical services (ts) was consulted and noted undersensed beats on the presenting electrogram. Ts indicated that the measured p waves were above the sensitivity floor, which was set using automatic gain control (agc). Short atrial tachy response (atr) episodes were stored. No adverse patient effects were reported. This pacemaker remains in service.